Event description:
It was reported that while using kit bd max enteric viral panel the customer got false positives. No patient impact was reported. The following information was provided by the initial reporter: evp - false positives. Same issue as with (B)(4). They informed issue is also now with their other instrument. Customer is experience same issues they have with their other instrument (B)(6). There is no report that false results have been reported. There has been no harm to patients.

Manufacturer narrative:
H.6 investigation summary: no kit lot number, other information or data was provided for the investigation, despite requests made to customer. Since no information was provided for the investigation, the complaint history could not be reviewed for a specific lot number. In the last twelve months, bd received other complaints concerning discrepant or false positive results with the bd max¿ enteric viral panel assay. Various potential root causes were identified such as customer contamination, sample at assay limit of detection (lod) and instrument issue. Based on the complaint review, no reagent issue was identified. Qc results of bd max¿ enteric viral panel kits from the last twelve months were within trends. No batch history review nor testing of retain material could be performed since no kit lot number was provided. No sample was received for the investigation. No data was provided, the investigation was thus limited. However, further information revealed that the issue referred in current investigation was linked to multiple different kit lots and was due to an instrument issue on (B)(6) (crosstalk), which was fixed by renormalisation of the readers ((B)(4)).

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using kit bd max enteric viral panel the customer got false positives. No patient impact was reported. The following information was provided by the initial reporter: evp - false positives. Same issue as with pr#4483748. They informed issue is also now with their other instrument. Customer is experience same issues they have with their other instrument ct1779 pir3006787. There is no report that false results have been reported. There has been no harm to patients.